Manufacturer narrative:
Device-b: date sent; 10/28/1998. D6: the instrument would not function as designed due to a torn outer gasket. No conclusion could be reached as to how the outer gasket had become torn. Endopath optiview 10/11 nonhandled, 100mm: it was concluded that the outer gaskets had become torn and all pieces were returned, making the instruments non funcitonal. No conclusion could be reached as to why the reported instrument's "trocar seals were leaking pneumo" during surgery. The instrument was examined and was found to be functional and was then leak tested and no leakage occurred. The centering of the instrument upon insertion or removal through the gasket may reduce the possibility of the outer gasket being inadvertently damaged.

Event description:
It was reported by the rep the device was used during a laparoscopic nissen fundoplication. It was reported the trocar seals were leaking:pneumo. 6/3/1998 rep responded explaining all of the trocars were put in one pile and could not sort pile because all of trocars were contaminated. One to three of the trocars malfunctioned. There was no consequence to the pt.